Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality ded. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced an ischemic stroke. A computed tomography brain (ctb) on (B)(6) 2025 showed an acute/subacute infarct in the left posterior cerebral artery (pca) territory and right parietal lobe with probable cortical petechial hemorrhages in the left pca territory infarct. A computed tomography coronary angiography (ctca) on (B)(6) 2025 was completed and it showed no proximal large vessel occlusion or extracranial stenosis. Stroke consult implied that it was a pseudostenosis of left posterior cerebral artery at the junction of p2/3 i.e. It appeared occluded because it was leading into the area of infarction. The current deficit patient was a partial right homonymous hemianopia, but it was improving. Anticoagulation was stable and within normal range. There were no further comments to be made. The only presenting symptom was reduced vision in their right eye.